Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin therapy and also confirmed an alternate form of insulin therapy.